Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator pulled into MRI magnet. There was no patient involvement. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to received information, the two front wheels of the ventilator were not locked, the ventilator was however placed at the correct distance from the mr scanner at the time of the event. The ventilator was investigated on-site by our field service engineer. The event had caused some damages and the unit had to be repaired. The ventilator was returned back to service after it had pass all safety and functional tests. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.